Event description:
It was reported to fresenius that a fluid leak occurred during priming while an xlung kit 230 was being filled with priming solution. The leak was coming from an unspecified location on the pump head of the kit. It was unknown if there were any defects found at the leak location. All connections were confirmed to be secure. There were no novalung console alarms that occurred in conjunction with the leak. To resolve the reported issue, another kit was used. The reported leak did not result in any delayed or missed treatments. At this time, the sample is not expected to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint sample was not returned for manufacturer evaluation, and no additional information about the location of the leak was provided. Possible locations of the leak such as the housing of the pump head and the outlet/inlet of the pump head were taken into consideration. Measures have been taken to prevent any further pump head leaks from occurring. Production employees were retrained on the matter at hand for all possible leak locations referring to the failure pattern at hand. A definitive conclusion regarding the reported issue could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a fluid leak occurred during priming while an xlung kit 230 was being filled with priming solution. The leak was coming from an unspecified location on the pump head of the kit. It was unknown if there were any defects found at the leak location. All connections were confirmed to be secure. There were no novalung console alarms that occurred in conjunction with the leak. To resolve the reported issue, another kit was used. The reported leak did not result in any delayed or missed treatments. At this time, the sample is not expected to be returned for manufacturer evaluation.